Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the paramedics were called for medical intervention. The customer stated they had a bad reaction to their insulin. The customer reported being asleep and unresponsive when they had the bad insulin reaction. The customer's blood glucose was unknown at the time of incident. The customer's current blood glucose was 366 mg/dl. The customer was not admitted into a hospital for the incident. Customer also reported experiencing low blood glucose from note eating. The customer did not provide a value for their low event. The customer declined to return the insulin pump for analysis.